Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related that the impella device is not indicated for wireless re-access. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during the support the pump came out of the ventricle and could not be re-advanced past the valve. The pump was removed and replaced with a new impella. There was no patient harm reported.